Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacturing date: monitor: 12/17/2015; belt: 03/01/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital. The patient's wife reported that the patient's death was not cardiac related, but noted the patient's congestive heart failure. The patient was reportedly not conscious when the alarms began. The hospital staff performed resuscitation attempts. Review of the download data indicates that the lifevest delivered a total of 9 treatment shocks. CPR artifact was also observed on the patient's ECG recording throughout the event. The patient entered vt at 150bpm at 03:12:58am, which slowed to vt at 100bpm. At 03:22:57am, the patient's rhythm degraded to vf. The first treatment shock was delivered at 03:23:34. The rhythm at the time of the shock was obscured by CPR artifact. The rhythm following the shock was accelerated idioventricular rhythm at 60bpm. The patient's rhythm transitioned to vt at 100bpm, degrading to vf at 03:35:43 and further degraded to asystole at 03:36:01. The patient's rhythm transitioned back to vf at 03:37:41 and a second lifevest treatment shock was delivered at 03:47:45 which converted vf to an accelerated idioventricular rhythm at 60bpm. The patient's rhythm entered vt at 140bpm, which is below the prescribed threshold of 150bpm. Treatment shocks 3 through 6 were delivered between 03:49:49 and 04:05:52. CPR artifact contributed to the detections. The rhythm during the shocks was not discernable due to the CPR artifact. Treatment shocks 7 and 8 were delivered while the patient was in a slow vt between 100 and 120bpm. CPR artifact again contributed to the detection. The rhythm after the 7th shock was asystole before transitioning to vt prior to the 8th shock. The rhythm during the final 9th shock was not discernabel due to CPR artifact. The rhythm following the shock was vt at 120bpm. The patient's rhythm remained the same when the electrode belt was disconnected at 04:08:04 and the patient passed away.